Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The distributor field service engineer (fse) arrived at the site to address the reported event. Fse checked the software parameters and found many of them to be set incorrectly. Next, fse reinstalled the 5.24 software version to set all parameters to default. No further issues were noted. No further action was required. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 06nov2017 through aware date 06dec2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 707 syringe-s error explanation: operation error in syringe-s. Countermeasure: inspect x1-axis. Inspect syringe-s. Execute smp.reset. The most probable cause of the reported event was due to incorrect parameter settings.

Event description:
It was reported by the distributor that the customer received "707 syringe-s" errors with their g8 analyzer. The customer was instructed to inspect the instrument for any obstructions. The distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.